Event description:
The customer reported that the system displayed a checksum error message and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The static ram was replaced. The system was tested and found to be working as intended and put back into service.